Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing the imaging system, the x-ray batteries of the imaging system were not holding a charge. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the battery chargers was completed by medtronic personnel. Both chargers were found to have leaking capacitors on the board. Though it was noted that both boards passed functional testing and when installed in a known operational imaging system, the system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-ray batteries for the imaging system were not holding a charge. To restore functionality, the x-ray batteries and respective chargers were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect chargers have been received by the manufacturer for evaluation. However, results are not available at this time. The batteries have not been returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.